Event description:
Abbott has determined that calibration failures due to elevated calibrator a or master calibrator 1 rates may occur when attempting to calibrate the axsym rubella igg assay. This issue affects all lots of axsym rubella igg, list number 3b23-20. The cause of this issue is the material used to MFR the calibrator a, master calibrator 1 and the negative control. With this issue, there have been an increase in complaints for axsym rubella igg for error codes: 1018 (calibrator a rates too high), 1111 (master calibrator 1 too high), and 1048 (a/b ratio too high). There is no impact to pt results other than a potential delay in reporting results due to inability to generate a valid calibration curve. There have been no adverse events reported related to this issue. A product correction has been issued.

Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is complete.